Manufacturer narrative:
Device passed displacement and self tests. No missing segment/partial display or display anomaly noted. No unexpected pump error 53 noted during testing. However, pump error 53 is found in the device history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump automatically shut off and bottom part of screen was flickered. Customer stated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.